Manufacturer narrative:
System was used for treatment. Kit lot e204 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint categories drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber) and no trend was detected for these categories. (B)(4) completed: service engineer inspected, cleaned system and ran system checkout test on instrument successfully. This assessment is based on the information available at the time of the investigation. At the time of this report, the photo evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. (B)(4). Device not returned.

Event description:
Nurse called and reported drive tube break at 1044 ml of whole blood processed (wbp). There was an alarm #7: blood leak? (Centrifuge chamber) and she immediately stopped the instrument and clamped the patient lines. She stated the metallic ring was still on the drive tube and the leak detector did not seem to be broken. There was blood leaking from the centrifuge chamber but the system pressure sensor was not flooded. At the moment of the break, the return bag volume was 112 ml. Nurse stated there was a strange noise from the centrifuge the seconds before the leak. Patient was stable and was treated again afterwards with a new kit. Service was dispatched. Customer submitted photos for evaluation.

Manufacturer narrative:
Upon further review, it was discovered that information for this supplemental report was sent under report number: 2523595-2017-00254, instead of 2523595-2016-00254. This supplemental report is being sent to provide the correction for the report number and to also the investigation findings' conclusion with the corresponding correct report number. A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed that the drive tube appears to have twisted leading to a leak/break. The root cause of leak is most likely the upper bearing stop delamination which likely caused upper drive tube to twist and break. A CAPA has been initiated. Investigation completed. (B)(4). Device not returned.